Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an electrical shock while connected to a mpu was not able to be confirmed. The returned (B)(6) was functionally tested and was found to function as intended. The mpu was operated for extended period of time when connected to a test system controller and a test pump and the reported electrical shock was not confirmed. A full functional test was performed and the mpu passed all steps. A replacement power module was requested by the customer and the returned (B)(6) is now a rental unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device 2 years 0 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2017. It was reported that the patient was shocked at night when connected to the mobile power unit (mpu). No unusual events were recorded in the log file. No additional information was provided.